Manufacturer narrative:
At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable, motor fault, low peak inspiratory pressure, low minute ventilation, and transducer fault alarms. The customer reported transducer calibrations passed. However, the issue is unresolved. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The issue occurred during patient-use, the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was able to be confirmed but not duplicated. Found transducer pt800 to have recorded faults in the events log, pt800 successfully calibrated not having effect on vte after calibration. Solenoid failure. This issue will be internally investigated within vyaire.